Event description:
According to the reporter during a lap gastric bypass procedure, the stapler cut and the clips did not apply because it is locked on the lever drive. The lever gave a strong crack noise. There wasn't any staple formation. Staple line was incomplete on the distal end. The surgeon performed a new staple line. The surgeon was not able to fire the device or squeeze the handles. Surgical intervention was required to prevent a permanent impairment of a function. The surgeon had to make a new drive by replacing the stapler to repair the damage. There was temporary injury. There was unanticipated tissue loss and damage as a result of this problem due to the stapler cutting part of the stomach without applying the clips. The surgeon had to make hemostasis with bipolar device and repair the damage with new application. No device fragment or component fell into the patient's cavity. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Current patient status is alive with no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed a set of sheared teeth on the first row of the firing racks. This would account for the reported cracking sound as stated in the incident description. Pmv performed functional testing which included the instruments were successfully loaded with an endo gia roticulator 60-3.5 sulu. After initial clamping, the instruments could not be cycled. An access hole was cut into the instruments¿ body for visualization of the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur as a result of application over thick tissue or an obstruction. Under these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.